Manufacturer narrative:
B3: date of event - the exact event onset date is unknown. The provided event date of 11/01/2017 was chosen as the best estimate based on the admission date. D4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration, device manufacture dates, and unique identifier (UDI) # are unknown. Device evaluation: under the terms and conditions of the registry, anonymized data was provided. No products were returned as part of the registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the "potential adverse events" list in the FDA-approved instructions for use (IFU).

Event description:
Per pmcf premier ep data analysis, it was reported that : procedure ID# (B)(6) real world evidence - retrospective patient billing records review of premier health database patient admission date: (B)(6) 2017 patient discharge date: (B)(6) 2017. Adverse event including: supraventricular tachycardia. The patient was discharged to home or self care. The following event, based on retrospective review of data from the premier health database, is being reported as an event that could have potentially been previously reported to boston scientific and reported as an MDR when the event occurred. Boston scientific reports the events in compliance to 21 cfr 803.3. Because premier health database data is de-identified before being transmitted to boston scientific, there are significant limitations to boston scientific's ability to correlate the data to information previously reported to boston scientific. Additionally, event date, event outcome, and initial reporter are not provided due to the terms of the premier health database.